Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported via phone call that the customer experienced high blood glucose. Also, the customer stated the pump is not working; the insulin will not go from the pump to insert site. The customer's blood glucose was between 453mg/dl-458mg/dl; treated with manual injection. Customer's current blood glucose was 153mg/dl. The customer stated the drive support cap was flush. The customer was advised the insulin pump will be replaced and to revert to back up plan.

Manufacturer narrative:
The insulin pump passed functional testing including displacement test, rewind, basic occlusion, occlusion, prime and excessive no delivery alarm test. The insulin pump functioned properly. No loose drive support disk was noted during our visual inspection. No moisture damage on keypad traces, motor assembly or electronic assembly noted during our visual inspection. The insulin pump was received with minor scratched lcd window and broken reservoir tube lip.